Event description:
The complainant reported a 63-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported low flows after medical staff initiated cardiopulmonary resuscitation ¿ the cp couldn¿t reach higher flows than p-2. Medical staff then exchanged the cp, and the patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed about 3.5 hours into the case corresponded with the time post CPR per clinical description, low flow occurred with motor current (mc) spike that triggered auto suction response and suction alarms. This event remained to the rest of the case. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. No other issues were found on the rest of the pump. The root cause of the low flow was biomaterial ingestion. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi. In section: entering cardiac output states the following: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ added- d9 device return date.